Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information, the following section has been update : d5-d10-g4-h2-h3-h6-h10. The product has been return and the reported event was confirmed. Evaluation of returned device found that the sealing was opened on left and right sides. The review of the device manufacturing quality record indicates that 4 528 products refobacin bone cement r 1x40g, reference 3003940001, lot number a637dg2705 were manufactured on 05 november 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint 4 similar complaints have been recorded for refobacin bone cement r 1x40g, reference 3003940001, lot number a637dg2705 within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee replacement surgery, bone cement powder was found to be spilled out from sterile package and the sterile package was not completely sealed. Another refobacin bone cement was used to complete the procedure. No patient consequences were reported.

Manufacturer narrative:
(B)(4). .report source, foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee replacement surgery, bone cement powder was found to be spilled out from sterile package and the sterile package was not completely sealed. Another refobacin bone cement was used to complete the procedure.

Event description:
It was reported that during a total knee replacement surgery, bone cement powder was found to be spilled out from sterile package and the sterile package was not completely sealed. Another refobacin bone cement was used to complete the procedure.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information, the following section has been update : e1-g4-h2-h3-h6-h10 h7 - corrective action has been initiated for the reported issue. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.